Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the blade broke off during a functional endoscopic sinus surgery (fess) procedure. The blade was being used to remove bony lamella in the anterior ethmoid which is a tough bone. They were able to retrieve the blade from the patient and opened a new one to proceed with the case. There was no delay in the procedure as a result of this event. There was no patient impact.

Manufacturer narrative:
Analysis found that the tip of the inner sleeve has broken off. If information is provided in the future, a supplemental report will be issued.